Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation solenoid and exhalation module printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up an 840 ventilator generated a background failure error message. The ventilator was not in use on a patient at the time the event occurred.